Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition related to the oxygen blending module board. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition related to the oxygen blending module board occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.